Manufacturer narrative:
The affected carina was manufactured in november 2006 and was available for the investigation. Based on the log entries, it could be determined that the device had stored the error code for a faulty blower and faulty pressure sensor on the reported date. During the technical device analysis in the repair shop of the manufacturer it was determined that the ribbon cable, which connects two internal circuit boards, was not correctly plugged. This problem can lead to the reported event and the stored error codes. After the cable was correctly reconnected, the device passed all further tests. The device has behaved as specified by generating the high priority visual and audible "device failure" alarm and having opened the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the carina turns off with an alarm after about 30 minutes of ventilation. Thereafter, the ventilation was no longer possible and was restarted by switching the device off and on again. Afterwards, the ventilation was again only possible for about 20 minutes. No injury to the patient was reported.